Manufacturer narrative:
(B)(4): the implantable neurostimulator and extension have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Implantable neurostimulator and extension removed due to infection in right chest. Additional information has been requested, a follow-up report will be sent if additional information becomes available.